Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was reported to be under all therapy electrodes and the front ECG electrodes. The patient's doctor advised the patient to begin using hydrocortisone cream. Follow up with the patient indicated the skin irritation was improving.